Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker could not be connected using rf to the merlin transmitter. A device update was performed and the device could be successfully interrogated. The patient was stable.